Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The customer declined service for the device. The customer installed a new patient circuit and the extended self test passed.

Event description:
The customer reported that the unit failed the pressure relieve valve test. There was no patient or user harm reported. The event date was not specified; estimate used.